Manufacturer narrative:
Review of the device history record indicates that the device was mfg to specification.

Event description:
The lateral a poly insert lifted up from the tibial tray when the knee was brought through range of motion during surgery. The lateral b poly was attempted and was also observed to lift up when the knee was brought through range of motion. The surgeon performed soft tissue releases and inserted the lateral a poly insert.